Event description:
According to the reporter, the two clip appliers were able to fire 2-3 clips before getting stuck during laparoscopic cholecystectomy. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.